Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/24/2014.

Event description:
Procedure type: bariatric procedure. According to the reporter: the jaws would not open after the suture was loaded. There was no pt involvement. There was no user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).